Event description:
A peritoneal dialysis (pd) patient reported that during drain 0 and drain 1 there was an air detected in cassette warning. The patient then discovered that fluid was leaking from the stay safe connector and it seemed that the blue pin was broken. Patient was advised to keep cycler set and call pdrn to inform of noted leak. The patient was advised to set up with new supplies to carry out treatment. In a follow up, the pdrn reported that there was no harm to the patient in association with the reported fluid leak and patient is using same cycler and new supplies successfully. Additional information was requested but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 0 and drain 1 there was an air detected in cassette warning. The patient then discovered that fluid was leaking from the stay safe connector and it seemed that the blue pin was broken. Patient was advised to keep cycler set and call pdrn to inform of noted leak. The patient was advised to set up with new supplies to carry out treatment. In a follow up, the pdrn reported that there was no harm to the patient in association with the reported fluid leak and patient is using same cycler and new supplies successfully. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.